Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia with blood glucose value was over 600 mg/dl. The customer blood glucose level was 533 mg/dl at the time of incident and the current blood glucose level was 533 mg/dl. The customer was treated with bolus. Customer did not allege insulin pump for under delivery of insulin. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer stated auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. The device will not be returned for analysis.